Event description:
Event description boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d), which has been implanted for 18 months, has a battery status of middle of life 2 (mol2). The device has been explanted with an allegation of premature battery depletion.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d), which has been implanted for 18 months, has a battery status of middle of life 2 (mol2). The device has been explanted with an allegation of premature battery depletion.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, device was unable to be analyzed when initially received due to legal settlement and now due to the device being on legal hold the battery has depleted beyond the ability to do therapy availability testing. Based on the memory log the device was functioning normal while implanted. The device did not declare elective replacement indicator (eri) or end of life (eol) while implanted. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to compromised low-voltage capacitor, which resulted in a high current condition.